Event description:
Customer states that the analyzer water tank was leaking; no one was injured due to the leak. She states during the leak, one set of ise pt results were high, repeating normal on another modular system. The following potassium result was discrepant: original potassium result 5.5 mmol per l, same sample repeated on another modular analyzer gave 4.5 mmol per l. The original results were not reported, customer states she will report the repeat results. The pt sample was drawn in a 16x100 mm sst tiger top tube, spun for 5 minutes at 3000 rpm. The tube was halfway full and specimen was clear. The field service representative determined a fluidics failure was the cause. He documented debris from failed dionized water system circulation pump caused valve sv-1 to fail. The field service representative replaced water reservoir float assembly and sv-1, initially the new valve failed from debris. He flushed water system and replaced sv-1 again. Calibration, controls and precision check were performed to verify analyzer operation. Instrument testing was performed and checks in accordance with specification.